Manufacturer narrative:
Approximate age of device ¿ 2 years and 8 months. The pump remains in use supporting the patient; however, a portion of the driveline was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2014. It was reported that the lvad system produced a driveline fault alarm. Multiple system controller exchanges were performed, and the driveline fault alarm persisted. The patient was asymptomatic. It was also reported that the patient was in a motor vehicle accident 2 days prior, with no significant injuries. On (B)(6) 2016, the manufacturer's technical services representative identified an issue with one of the wires in the driveline during log file analysis. On (B)(6) 2016, a distal end percutaneous lead (driveline) replacement was completed.

Manufacturer narrative:
The referenced user facility medwatch report #(B)(4). Device evaluation: the report of driveline fault alarms was confirmed based on the evaluation of the submitted system controller log files. Two of the three submitted log files captured driveline fault alarms; however, the pump appeared to operate as intended during the events. The driveline fault alarms could be the result of a potential driveline issue; however, the cause of could not be conclusively determined. Approximately 17 inches of the external portion/distal end of the driveline was returned for evaluation. An electrical continuity test of the returned portion of the driveline was conducted and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing, even with manipulation of the lead. The shielding and bionate layers were removed and examination of the underlying wires did not reveal any breach in the wire insulation or damage to the underlying conductors. The driveline was submerged in a saline bath for high potential testing to check the resistance of each wire's insulation. The test did not reveal any current leakage through the insulation of any of the wires that would have resulted in an electrical short. The patient remained ongoing on lvad support and no further driveline fault alarms occurred. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
Additional information was received from a user facility report stating: "event desc: patient admitted following a driveline fault alarm that occurred while she was on batteries at home. She initially reported to an outside hospital where a controller exchange was performed. The patient underwent an external driveline repair. As her log files continued to show an impedance with one of her six driveline wires, thoratec advised our team to change her controller again. Log files continued to show an impedance with one of the wires, despite changing the controller and external portion of the driveline. She was upgraded to a status 1a(b) awaiting transplant due to vad dysfunction. As there were no further driveline fault alarms, she was discharged home with a plan to have log files downloaded once per week (at mmc). Manufacturer response for heartmate ii lvad, (brand not provided) (per site reporter) thoratec tech was present and replaced driveline wire. Not known whether this rep retained the old wire. Device usage problem: device malfunction - that is, the device did not do what it was supposed to do.¿